Event description:
It was reported the catheter balloon wouldn't deflate during an "av" fistula procedure. The dr put saline into the balloon & used negative pressure at 15 atm to deflate the balloon for removal. The dr removed and replaced the catheter only to complete the procedure without further complications or pt injury being reported.